Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had intercourse with their boyfriend and "must have hit her bladder, or wires, or something" and since then the patient had been unable to keep their bladder under control and the patient has to wear a pad all the time now. The patient added that the intercourse was very uncomfortable and that the issues began approximately at the end of (B)(6). The caller indicated that the patient has already increased stimulation on every program every couple of days, but has "never gone past 6." During the call stimulation was confirmed to be turned on and set to 5.6 on program 2. The patient declined assistance changing setting during the call indicated that they had already tried everything that was available for them on their controller currently. The patient was advised to follow-up with their healthcare provider (hcp) and the "she was doing a study on this." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.